Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. The documentation record for the diopter power inspection process was reviewed and was found within specifications. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) used for explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. .

Event description:
It was reported that an intraocular lens was explanted after the patient experienced unexpected post-operative refraction. A toric lens was then implanted. The reporter indicated a doctor's office error in power calculation was the cause. The lens was discarded and will not be returned to the manufacturer.